Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during implementation of a corneal ring on a patient's left eye, incisions were not placed at the desired position. The incision was programmed at 80 degrees and seems to have been executed at 45 degrees. The surgeon postponed the placement of the corneal ring. Cavitation bubbles done by the laser should gradually disappear without causing any impact to this patient's cornea as the surgeon did not try to open the tunnels made by the laser.